Event description:
On 08/24/1999, the facility's purchasing agent informed the manufacturer's (MFR.) Rep of the following: a tear was noted around the hub on the tubing. As a result, the devcie was not implanted. Another device, same catalog number was pulled and implanted without further difficulty. The device was scheduled to be returned for the MFR for analysis. No further details were provided.